Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Neither of the 2 large clip applier (lca) instruments used in the procedure have been used in subsequent procedures despite having additional fires remaining. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported by the surgeon, that during a da vinci assisted cholecystectomy, the cystic duct was injured. The first clip placed in the procedure was thought to have weakened the cystic duct by possibly being too tight, and eventually, cutting through. After placing the 3 clips, the resident was manipulating the duct with a standard amount of tension while trying to transect the duct with the permanent cautery hook (pch). The transection (between the second and third clip placed) was not near the injury (first clip placed). The surgeon's generator settings are usually 4-4-4. The injury did not allow the cystic duct to be closed but the surgeon completed the procedure robotically and placed a surgical drain. The patient underwent an additional procedure, an endoscopic retrograde cholangiopancreatography (ercp) with stent placement.

Manufacturer narrative:
Additional information: the surgeon confirmed using "extra-large size" hem-o-lok clips validated for use with large clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.